Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Multiple devices bat218681 - battery / catalog number 1650de / expiration date: 05/31/2017. UDI #: unknown. (B)(4).

Event description:
It was reported that during a routine check, two batteries were loose in their connection with the controller and when switched to the other port. The two batteries were exchanged. No patient complications have been reported as a result of this event. No further information has been provided.

Manufacturer narrative:
It was reported events of loose connection and power switching. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event.  Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported loose connection could not be confirmed as the returned batteries performed as expected. Log files were not available for analysis. Applicable risk documentation and experience with power switching events were considered; events with power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Medical device: battery/ (B)(4). UDI #: (B)(4). Device available for evaluation: 08/30/2017. Device evaluated by manufacturer:yes returned to manufacturer. Device manufacture date: 05/28/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.